Event description:
Experiencing symptoms related to saline breasts implants behind the muscle (13 years after augmentation) neck and shoulder pain, joint pain, severe jaw pain, acne, swollen lymph nodes, swelling tingling and numbness in extremities mostly hands, persistent nail feet and hands fungal infection, elevated potassium levels, sore stiff painful joints, mood swings, depression, anxiety, dry red eyes, shortness of breath, pain and swelling in shoulders chest and trunk. Painful breathing. Panic attacks, nerve and muscle pain and spasms. Explant surgery on the 4th of april. FDA safety report ID # (B)(4).